Event description:
Concern has been raised that the font of the pt identification and info section on radiology films is small and sometimes difficult to read. There is a lot of info which is to be placed in this area and the size of this info box is uniform within the radiology film mfg industry. Smaller fonts are therefore used to enable the inclusion of all required info, which in turn makes it difficult to read the info and difficult to verify pt info.